Event description:
It was reported by svc report that the foot end of the bed was drifting down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Failed nut in lift motor.